Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low conductivity during self-test mode. A fresenius field service technician (fst) was called onsite and found that valve 25 was melted, broken and emitted a burning smell. The fst replaced the uf check valve, valve 25 and the flow motor to resolve the issues. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The fst reported that there was no smoke, spark, flame, or arcing observed. The fst reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 27,324 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The valve is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst found that valve 25 was melted, broken and emitted a burning smell. The fst replaced the uf check valve, valve 25 and the flow motor to resolve the issues. Additionally, two photographs of the sample were provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the fst and the photographs and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low conductivity during self-test mode. A fresenius field service technician (fst) was called onsite and found that valve 25 was melted, broken and emitted a burning smell. The fst replaced the uf check valve, valve 25 and the flow motor to resolve the issues. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The fst reported that there was no smoke, spark, flame, or arcing observed. The fst reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 27,324 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The valve is not available to be returned to the manufacturer for physical evaluation. Two photos have been provided.